Event description:
A customer contacted haemonetics on (B)(6) 2011 to report their orthopat machine "head of disk breaks in two parts, resulting in blood spillage in the device." No donor or operator injury was reported.

Manufacturer narrative:
The device was returned to haemonetics on (B)(4) 2012 as part of the (B)(4) orthopat recall. The device is to be scrapped as this is the determined action of the recall. (B)(4).